Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all products evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
Civil complaint claims use of unspecified renu solution. Consumer used extended wear contact lenses for five years and removed them daily. In april of 2006, consumer developed an eye infection which prevented her from opening her eyes. Consumer was seen by an optometrist who diagnosed a fungal infection. Treatment with falcon was given 2 weeks. Consumer also had ulcers in both eyes. To this day consumer has eye irritation, pain, and sensitivity to light. No further information and no medical documentation is available.